Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary full height drawer multiple cubie pockets were not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple full height cubie pocket was not detected on bus. A field service engineer arrived on site and reported to security. Once escort and keys were provided, proceeded to station with reported failure. Drawer 6 showed all pockets were not detected. Found no light emitting diode (leds) lit on drawer control board. Fse replaced drawer control board and old-style latch. After reassembly, both drawer controller board and pixie bus module failed. Replaced both components again. After reinstalling the drawer, the pixie bus cable was reconnected and the drawer leds lit up correctly. Logged into application and assigned drawer with new control boards. The system functioned as intended after the field service engineer repaired the device.